Event description:
Insulin pump stopped working with "e13" alarm meaning static electricity, according to rep. Appears to be common problem. Happened with a different pump 5 days later that was replaced after that incident. Company not admitting chronic problem with static. Could pose serious problem if not able to get to insulin. Pt feels co should fix problem in all models and inform all customers. Company web site provides no info for customers.